Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10938r47, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced issues with blood pressure. The patient was seen for a catheter dye study last week without issue. The dye study was repeated 2 days later due to some question regarding connection to the pump. The pump site was surgically explored on the date of the report and a small fracture was observed at the connector. When tension was applied, the connector broke off. It was noted the pump connector was re-sutured on the pump during replacement several months ago. The pump connector was replaced and aspirated well. The drug dose was then decreased 15%. The patient's status at the time of the event was stated to be alive with no injury. As of (B)(6) 2015, the patient¿s blood pressure was stable and the patient felt better. The pump was used to deliver clonidine and bupivacaine.